Manufacturer narrative:
Reliability analysis not required, due to customer not returning insertion needle.

Event description:
It was reported by the customer that their insulin pump infusion set needle from their infusion set had broken off. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.